Event description:
This system was explanted due to latent pocket infection secondary to leg ulcer infection. The system remains at the hospital and has not been returned. Should additional information become available, this event will be updated.